Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.